Event description:
The clinician reports that the day the implant was placed in fdi 35 of the patient's mouth, failure occurred upon insertion. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.